Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up and down keypad button was under-responsive and the keypad cover was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/23/2015-product analysis: the device was returned and evaluated by product analysis on 07/08/2015 with the following findings: the keypad was found to be torn. Evaluation revealed all keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.